Event description:
It was reported that a patient received a system error 2240 (air in set) alarm during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. The technical services representative (tsr) assisted the patient in clearing the alarm. The patient was to finish therapy with manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During troubleshooting, an abnormality was noted that could have caused or lead to this system error; the caller stated that they were able to tighten one of the supply bag connections, indicating a loose connection. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. However, a loose connection was reported and is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.